Event description:
It was reported that after a month of use they saw that the "arterial connector wasn't appointed".

Manufacturer narrative:
A portion of one 11f x 15cm double lumen catheter was received. Visual examination revealed that the arterial female luer is separated from the extension tubing. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.